Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and heavily calcified left superficial femoral artery. A 5.0 x150, 135cm charger balloon catheter was advanced for dilatation. However, during inflation to a nominal pressure, the balloon ruptured. The device was completely removed from the patient's body. A 5.0mmx80mmx135cm (4f) sterling balloon catheter was then advanced for dilatation. However, upon inflation to a nominal pressure, the balloon also ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and heavily calcified left superficial femoral artery. A 5.0 x150, 135cm charger balloon catheter was advanced for dilatation. However, during inflation to a nominal pressure, the balloon ruptured. The device was completely removed from the patient's body. A 5.0mmx80mmx135cm (4f) sterling balloon catheter was then advanced for dilatation. However, upon inflation to a nominal pressure, the balloon also ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine. Returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Microscopic examination revealed the tip is damaged and there is a pinhole in the balloon located at the 14mm from the tip. Blood is present inside the balloon. Inspection of the remainder of the device presented no other damage or irregularities.